Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no issue with the speaker and there was sound at start up test. Even the device was working to its specification the speaker assembly was replaced as a precaution. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational to its specification after the speaker was replaced as precaution. The device will be returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device speaker is not working and has no sound. The device was not in use on a patient. There was no report of patient or user harm.